Event description:
Info received indicates the brake is slipping.

Manufacturer narrative:
The tech found the brake cable slipped off of the bearings and was wedged between the bearings and the stiffener plate. The technician replaced the bearings and adjusted the casters to repair the bed.